Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently, the thoracic aortic aneurysm is 7 cm in diameter. It was reported that there has been a 3mm increase in size in the last 3 months. The proximal landing zone measures 34-35 mm in diameter. Recent CT images demonstrated a proximal type I endoleak. The thoracic stent graft was placed 3 cm distal to the left subclavian artery (intentionally) at the index procedure. It is noted that the connecting bar was placed in the wrong position. Currently, there is 15mm of seal. At present there is no intervention planned or scheduled. The patient will continue to be monitored by their physician. No additional clinical sequelae were reported. Two still photos were received and reviewed. The images showed that the c-bar was not placed on the outer curvature as per the IFU. The cause of the endoleak could not be determined. It is possible that the improper placement of the c-bar may have contributed to the endoleak.

Manufacturer narrative:
(B)(4). Evaluation, method: films. Evaluation, results: inherent risk of procedure (endoleak), incorrect technique/procedure (stent graft c-bar improper placement). Evaluation, conclusion: operational context contributed to event (stent graft c-bar improper placement).